Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the device was returned for analysis where no anomalies were found.

Event description:
It was reported that a patient presented with dizziness and chest distress. It was further reported that a physician found abnormal pacing. The pacemaker was removed and replaced. No further complications were reported due to this event.